Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-12795. It was reported that the patient's atrial lead had low impedance and the right ventricular lead had an insulation break and multiple noise episodes. The atrial lead was explanted successfully, the right ventricular lead was unable to be explanted and was capped (B)(6) 2019. The patient was stable.